Event description:
Device 1 of 2:. Reference MFR report: 1627487-2019-00705. It was reported that the cause of the ineffective therapy was the ipg becoming inoperable, and there is no allegation of deficiency against the lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-00705. It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention is planned to resolve the issue by explanting the system.